Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient was calling because he had a dead battery. The patient knew his implant was dead because he couldn¿t go up and down or change anything and he didn¿t feel stimulation. The patient had a little bit of pain and stuff going on here and there, but now all of a sudden he had all of his pain return. The patient was walked though checking the implant with the programmer and the programmer showed eri (elective replacement indicator). The patient could not feel stimulation. The patient was assisted with turning the implant on and stated that he could feel stimulation and it was covering most of his pain, but stimulation didn¿t feel like it did before because it wasn¿t as strong a sensation and the stimulation didn¿t feel as strong when he turned it up. The patient was assisted with turning stimulation amplitude up from 2.10 volts to 2.60 volts where stimulation was felt comfortably. The patient had turned stimulation up too strong for him before and during the call with the manufacturer but it was resolved by turning the stimulation down. There was no allegation/dissatisfaction with ins longevity. The patient was to follow-up with a healthcare professional (hcp) to inform them of the eri message and symptoms. The patient had already told his hcp office about the issue besides the eri message and was waiting to get a call back from his nurse to make an appointment. The patient¿s hcp office told him to call the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.